Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date the same month as event onset, the patient began treatment with vancomycin (1.5 grams, every five days for 28 days, route of administration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.